Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to high pacing lead impedance and loss of sensing. The patient was in good condition before and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that in (B)(6) 2015, the patient received multiple inappropriate shock therapies due to electrical interference during a needling procedure. In regards to previously reported event, the patient received inappropriate atp therapies due to lead noise on the ventricular channel and high capture threshold.